Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported feeling shocks and they had to turn their stimulation off since 2 days ago. Pt then began to see the settings not available, cannot provide your desired intensity settings message on their controller. Patient noted they turned their stimulation down, but they kept seeing the same message. Patient services specialist helped the patient connect their controller to their implant and confirmed the patient had no recent falls or traumas. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient service specialist emailed the reps for visibility and provided pt with nas number for their hcp.